Manufacturer narrative:
On 5/6/2020 , upon receipt by mentor, the device contained clear fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device also rent at patch within a shell wear was observed, measuring approximately 0.6 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within shell wear were found on the device. The parallel lines of shell wear, suggesting in-vivo folding or creasing of the device. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A manufacturing record evaluation (mre) was performed for the finished device number 7307362, and no non-conformances related to the reported complaint condition were identified. At this time is not possible to determine the origin of the yellow material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained clear fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a parallel lines of shell wear were also observed on the posterior aspect, suggesting in-vivo folding or creasing of the device also rent at patch within a shell wear was observed, measuring approximately 0.6 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within shell wear were found on the device. The parallel lines of shell wear, suggesting in-vivo folding or creasing of the device. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 550cc and experienced deflation on the tissue expander. The tissue expander was explanted on an unknown date.